Event description:
The customer received questionable (B)(6) results for one patient sample from a cobas e601 analyzer. The results were (B)(6). The results from a vitros ci (ortho clinical diagnostics) were (B)(6). Information concerning which result was reported outside the laboratory was requested, but was not provided. No adverse event was reported.

Manufacturer narrative:
Confirmation testing was done as part of the initial investigation using other methods and the negative result was confirmed. The sample was assumed to be truly negative for (B)(6).

Manufacturer narrative:
This event occurred in (B)(6).